Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device developed hematoma that led to infection. This ICD device was explanted. No additional adverse patient effects were reported.